Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer declined to provide information regarding high blood glucose and emergency medical service. Customer did not have his basal rates saved in the insulin pump and his blood glucose was increasing. The insulin pump was not returned for analysis.